Event description:
A customer in (B)(6) reported discrepant results in association with the vitek® 2 ast-p631 test kit while testing a staphylococcus aureus isolate. The customer reported a false susceptible oxacillin and false negative cefoxitin result for the isolate, twice when testing. The customer identified the isolate as staphylococcus aureus using the vitek® ms method. The customer performed a pbp2a test (strip alere) and obtained positive results. The customer also obtained meca positive by pcr. The customer did not report the susceptible result to the physician. The isolate has been requested from the customer. An internal biomérieux investigation has been initiated. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health.

Manufacturer narrative:
A customer in (B)(6) reported discrepant results in association with the vitek® 2 ast-p631 test kit while testing a staphylococcus aureus isolate. An internal biomérieux investigation was performed. This investigation was initiated due to a false susceptible oxacillin (oxa) and false negative cefoxitin screen test (oxsf) on vitek® 2 ast-p631 card, which lead to a non-detection of(B)(6) strain. The agglutination test slidex was performed and confirmed a (B)(6). Agar dilution(ad), the reference method used for the development of oxacillin (ox101n) and disk diffusion, the reference method used for cefoxitin screen test (fox), were tested to determine the phenotypic intended result. These were compared with vitek® 2 results (customer lot 731398312 and random lot 7731394210) according to the aes parameter used by the customer with casfm eucast 2015 based. Oxa breakpoints casfm eucast v2 on v7.01: oxacillin [s </= 2; r >/= 4] and clsi diameter for cefoxitine >/= 22 s ; </= 21 r. *for the mass: the oxa mic : </= 0.25 mg/l s (cl) and 0.5 mg/l s (rl) are in essential agreement error with the reference mic (ad= 8mg/l) with a very major error. The oxsf test is discrepant with the disc diffusion (fox kb=18 mm r) and does not allow the detection of (B)(6). *after induction, the oxa mic of 4 mg/l (r) and the cefoxitin screen test positive are in favor of (B)(6). Conclusion: presence of a heterogeneous resistance. The customer results were duplicated and vitek® 2 ast-p631 cards did not perform as intended except after induction of strain. Root cause: heterogeneous strain. No containment action taken. A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue.